Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a regular follow-up on (B)(6)2022 confirmed rrt associated with a sudden increase in battery impedance. The device was explanted on (B)(6)2022.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a regular follow-up on (B)(6) 2022 confirmed rrt associated with a sudden increase in battery impedance. The device was explanted on (B)(6) 2022.